Event description:
On march 15, 2006, baxter technical was notified that while returning blood to a patient the blood pump speed reached 650ml/min without the system 1000 instrument alarming. The facility reported that the nurse immediately clamped the line and stopped the blood pump. The remaining bloo was returned to the patient manually. The hospital discontinued use of the instrument. A baxter technical engineer went to the facility to evaluate the instrument, but could find no problems. Baxter global service was then contacted and instructed baxter technical to replace a bp controller board. The instrument is again being used in the facility without further problems. There was no patient injury or medical intervention reported in association to this incident. No further information is available.